Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass grafting, while passing the needle from vessel it suddenly detached from the suture. They used another device to complete the case. There was no patient injury.